Event description:
It was reported to philips that a newly installed processor pca was defective on arrival. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.